Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken. The pitch down and up cable was broken at the distal clevis hub. Both broken cable segments that contains the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that there was a wire sticking out/broken on the tips of the pk dissecting forceps instrument. The instrument was not used during a surgical procedure. There was no patient harm, adverse outcome or injury reported.